Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 525 mg/dl with the associated symptom of shakiness. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient¿s serious injury was allegedly associated with a call service alarm issue. Troubleshooting by animas customer support determined the event was the associated with use error; no pump malfunction was identified in association with the patient¿s event. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy associated with use error.